Event description:
It was reported that an attempt to terminate a patients persistent af with internal cardioversion was unsuccessful. The patient was then externally defibrillated. The device was found to be in back-up vvi mode with no high voltage therapy support afterward. A device code download successfully restored normal device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.